Manufacturer narrative:
PMA / 510(k)#: k901449. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that before use of the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the labels were pealing off the tubes. There are 1000 tubes that have this issue. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found many tubes have label upwarp issue. The quantity reaches 1000ea above.